Manufacturer narrative:
Updated fields b4, d9, device available for evaluation and date return to manufacture, g3, g6, h2, h3, h4, h6, type of investigation, investigation findings, component code, investigation conclusions, h11, corrected field, h5. Based on the event description iabp inserted on (B)(6) 2025 at 07hrs. On (B)(6) 2025, nursing staff noticed blood in line. All connections secure. Line flushing iabp alerted occlusion at 0725hrs. Blood in line. Again, the iabp removed. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab. Between catheter and sheath, the iab was returned. Cut at the extracorporeal tubing and a piece not returned. The non-maquet sheath was returned. Covering the catheter tubing, the pressure tubing was also returned. Cut for evaluation. No damage was found on the returned iab. An underwater leak test of the catheter tubing, inner lumen extracorporeal tubing, extender tubing and pressure tubing and one leak was observed on the membrane 267cm away from the tip and measures 0015 in. 0038 cm. Long. The reported problems were most likely triggered by a leak which was found on the membrane under magnification a whitish patch was observed around the leak this whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over the past three 3 months. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
3000240707-2025-00125, 3000240707-2025-00126, 3000240707-2025-00127, 3000240707-2025-00128, 3000240707-2025-00129, 3000240707-2025-00130, 3000240707-2025-00131, 3000240707-2025-00132, 3000240707-2025-00133, 3000240707-2025-00134, 3000240707-2025-00135, 3000240707-2025-00136, 3000240707-2025-00137, 3000240707-2025-00138, 3000240707-2025-00139, 3000240707-2025-00140, 3000240707-2025-00141, 3000240707-2025-00142, 3000240707-2025-00143, 3000240707-2025-00144, 3000240707-2025-00145, 3000240707-2025-00146, 3000240707-2025-00147, 3000240707-2025-00148, 3000240707-2025-00149, 3000240707-2025-00150, 3000240707-2025-00151, 3000240707-2025-00152, 3000240707-2025-00153, 3000240707-2025-00154, 3000240707-2025-00155, 3000240707-2025-00157, 3000240707-2025-00158, 3000240707-2025-00159, 3000240707-2025-00160, 3000240707-2025-00161, 3000240707-2025-00162, 3000240707-2025-00163, 3000240707-2025-00164, 3000240707-2025-00165, 3000240707-2025-00166, 3000240707-2025-00167, 3000240707-2025-00168, 3000240707-2025-00169, 3000240707-2025-00170, 3000240707-2025-00171, 3000240707-2025-00172, 3000240707-2025-00173, 3000240707-2025-00174, 3000240707-2025-00175, 3000240707-2025-00176, 3000240707-2025-00177, 3000240707-2025-00178, 3000240707-2025-00179, 3000240707-2025-00180, 3000240707-2025-00181, 3000240707-2025-00182, 3000240707-2025-00183, 3000240707-2025-00184, 3000240707-2025-00185, 3000240707-2025-00186, 3000240707-2025-00187, 3000240707-2025-00188, 3000240707-2025-00189, 3000240707-2025-00190, 3000240707-2025-00191, 3000240707-2025-00192, 3000240707-2025-00193, 3000240707-2025-00194, 3000240707-2025-00195, 3000240707-2025-00196, 3000240707-2025-00197, 3000240707-2025-00198, 3000240707-2025-00199, 3000240707-2025-00200, 3000240707-2025-00201, 3000240707-2025-00202.

Event description:
N/a.

Event description:
It was reported that, intra-aortic balloon (iab) had alerted occlusion at 0725hrs and blood in line flushing. There was no patient harm.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings.complaint record ID #(B)(4).